Event description:
A surgeon reported a patient experienced endophthalmitis after an uncomplicated cataract extraction with intraocular lens implant procedure. The patient presented to the office with "black spots and cloudy vision". The patients visual acuity was 20/50+, intraocular pressure was 18mmhg and 3+ cell with no hypopyon. The next day the patient presented back to the office with hand motion vision and a hypopyon was present. The patient was referred to a retinal specialist for cultures which grew out staff epi. It was noted that during the first week of his post-operative care the patient was out cutting the grass and had gotten some in his eye, also with some saw dust also that week. Additional information has been requested, but not has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).